Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection with their implantable pulse generator (ipg). No further information could be obtained through follow-up. The device remains in use. The patient also was noted to have an antibiotic envelope with the device. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.